Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as there is no indication that the lens was implanted. Section d6b - explant date: not applicable, as there is no indication that the lens was implanted. Section e1 - initial name: unknown, as the doctor's first name was not provided. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens (iol) was opened but not implanted due to complications during placement. It was replaced with a backup lens (model ar40e). The lens was discarded upon retrieval. Through follow-up, we learned that the iol did not come into contact with the patient's eye. No further surgery was necessary. Additional information revealed that the lens was crumpled inside the cartridge. Therefore, it was not possible to use the iol. No further information was received.